Event description:
It was reported that the vns patient passed away due to sudep. It was reported that the patient was cremated. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient suffered a seizure in the middle of the night and the mortuary believed the death was related to that. It was reported that the cause of death was listed as status epilepticus with a secondary cause of intractable seizures. The physician indicated that the patient experienced no change in seizures with vns therapy. The vns is not believed to be related to the death. The patient was found dead in bed and had a history of nocturnal seizures. There was no history of drug or alcohol abuse and the patient was complaint with antiepileptic medications. The explanted devices are expected to be returned for analysis, but have not been received to date.